Event description:
It was reported to us by a third party administrator of an alleged incident wherein a wheel of a ferno stretcher allegedly fell off and a pt was dropped on the stretcher. The pt is alleging injuries. Limited details of the incident have been provided as of the date of this report and the stretcher has not been identified. An eval of the unit has been requested but has not been granted as of the date of this report.